Manufacturer narrative:
Any device malfunction during treatment can potentially lead to a user electing to perform a repeat endometrial ablation, which can pose a serious risk to health. Labeling for the cerene cryotherapy device states that the "treatment status and next steps" for error code 379 is "uterus partially treated, end procedure, do not re-treat."though it was noted that a repeat endometrial ablation was performed, no injury or adverse events were reported.

Event description:
This was the second device used by the physician. After 6 seconds of cryo treatment, the device flashed error code 379. The physician then proceeded with a third device and completed a full treatment on the patient. The patient was discharged. No adverse events or injury were reported. Based on evaluation of the returned device, the root cause for the malfunction was tearing in the silicone pressure sleeve during manufacturing. Process updates have since been implemented to help prevent this failure mode.